Manufacturer narrative:
Block h6: imdrf code a150103 captures the reportable event of premature deployment. Block b3: date of event: date of event was approximated to (B)(6) 2025, based on the date the manufacturer became aware of the event.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used for an unknown anatomy during a banding procedure on an unknown date. During the procedure, the speedband superview super 7 misfired firing off 2 bands at once. The procedure was completed with original speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. Good faith effort attempts have been made to try and retrieve additional details regarding the reported event, but further information has been unable to be obtained to date.